Manufacturer narrative:
Citation: bagur, r. Md et al. Transcatheter aortic valve implantation with or without preimplantation balloon aortic valvuloplasty: a systematic review and meta-analysis. J am heart assoc. (2016) jun; 5(6): e003191 doi 10.1161/jaha.115.003191. Earliest date of e-publish/publish used for event date.  No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes of transcatheter aortic valve replacement in patients with and without a preimplant balloon aortic valvuloplasty (bav). All data were collected from a literature search conducted via medline and embase and included studies prior to september 20, 2015. Sixteen studies were identified that met search criteria and involved 1395 patients, 519 who were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly male; mean age 81.3 years among all patients implanted with a corevalve, adverse events included: conversion to surgery, trivial to severe aortic regurgitation (ar), the implant of a second valve, myocardial infarction (mi), permanent pacemaker implant, cerebral vascular accident (cva)/transient ischemic attack (tia), vascular complication/blood loss, cardiac tamponade and mild to severe paravalvular leak (pvl). No additional adverse patient effects or product performance issues were reported.